Event description:
It was reported that during a routine follow up, the device was unable to be interrogated. The device was explant and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.